Event description:
It was reported by the customer that pyxis medstation es system was slow/sluggish. The customer reported that a malfunction occurred when the user attempted to dispense medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that found that netbios settings were enabled. The technical support specialist applied knowledge article 000008629 to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer when using bd pyxis¿ medstation¿ es, it was slow/sluggish. The customer reported that a malfunction occurred when the user attempted to dispense medication. There were no adverse events or injuries reported based on this event.